Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. A new implant was placed at a new site on (B)(6) 2018.